Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. Two 5.00mm / 2.0cm / 135cm peripheral cutting balloons were advanced for dilation. During the procedure, these balloons ruptured upon second inflation at 6 atmospheres for few seconds. Both balloons were removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.